Manufacturer narrative:
The technician found the brake caster had a damaged stem. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed is located in the med surge department at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).